Event description:
"Catheter tip breaks into small pieces, when retrieving."

Manufacturer narrative:
One used catheter was received with 25mm of shavings separated from the catheter. The catheter had a scrape mark starting at the first ink mark and continuing to the 12th ink mark. The catheter was returned short measuring 48cm in length with approx 22cm of product missing. Catheter appeared to be cut and scraped with an instrument of undetermined origin. The customer was contacted about the missing segment; however, the customer no longer had the remaining segment and could not be returned. Should add'l info become available it will be forwarded to FDA.